Manufacturer narrative:
The sample (sample 1) was received for investigation on 06-mar-2024. The customer's elevated tsh results were confirmed. Upon investigation of the returned sample with a research version of the tsh assay with an alternative label structure (suru assay version), a significantly reduced value was generated: the investigation's result with the elecsys tsh reagent was 26.56 iu/ml. The investigation's result with suru tsh assay version was 0.39 iu/ml. A ruthenium interfering factor was found in the alleged sample causing falsely elevated values with the elecsys tsh reagent. This is a known interference clearly disclaimed in product labeling. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." A general product problem could be excluded.

Event description:
There was an allegation of questionable tsh elecsys e2g 300 v2 results for 1 patient sample on a cobas e 801 module. Refer to the highlighted results in the attachment (B)(4) for patient results.

Manufacturer narrative:
The analyzer serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.